Manufacturer narrative:
The suspected power cord was returned to the manufacturer for analysis. Analysis found that the power cord passed the continuity test, however failed visual exam and confirmed the ground plug was broken off. Nonetheless, functional analysis found that the reported event was not replicated.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and could not reproduce the issue and the system performed as intended. It was confirmed that right after the spin the radiologic technologist (rt) had pressed the estop button which likely caused the imaging system to lose motion settings. After manually opening the door and rehoming the gantry, the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed.

Event description:
A site representative reported that, while in a spinal fusion procedure the imaging system was unable to open. The site reported that after taking a spin of the patient, it was not possible to open the gantry door. After the spin the calibrate motion message came up on the pendant. The site rebooted the system and the message was still there and it was not possible to open. The site reported that the radiologic technologist (rt) accidentally pushed the emergency stop button when taking the spin, which caused the motions to lose home. The door was manually opened and the gantry rehomed. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.